Event description:
The customer reported to customer service that the screws came out of her transformer housing for her bp advanced personal double pump and the wires are exposed, which is a safety risk. The customer stated that she disposed the transformer housing.

Manufacturer narrative:
A replacement was sent to the customer. The product involved in the complaint was disposed of so will not be returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.